Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 346 mg/dl at the time of the incident. Customer also reported that a motion sensor test failure alarm while trying to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The device failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify other alarms due to motor error alarms. The device was received with cracked case at display window corners, display window, cracked battery tube threads, minor scratched display window, scratched case and stained end cap sticker.